Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-03611. Updating report with patient and device information. Added second lead as device 2. It was reported the patient's leads were replaced with a paddle lead due to lead migration. The patient is now receiving effective stimulation.